Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 200 mg/dl at the time of the incident. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated their blood glucose was giving incorrect readings. The insulin pump will not be returned for analysis.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump communicated properly and recorded the 123 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected pump/bg meter communication errors or anomalies noted during testing. In further full review of the pump history/traces on the event date of 12-feb-2020, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 12-feb-2020 listed on smartsolve. Dailytotalofallinsulindelivered = 59.4. Dailytotalofbasalinsulindelivered = 24.2. Dailytotalofbolusinsulindelivered = 35.2. 02/12/2020 01:08:34.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.3, bolusamountdelivered = 0.3. 02/12/2020 06:32:24.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.6, bolusamountdelivered = 0.6. 02/12/2020 09:30:08.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 6.3, bolusamountdelivered = 6.3. 02/12/2020 10:32:32.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.5, bolusamountdelivered = 0.5. 02/12/2020 12:57:14.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.1, bolusamountdelivered = 1.1. 02/12/2020 13:33:02.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 12, bolusamountdelivered = 12. 02/12/2020 14:43:26.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.3, bolusamountdelivered = 1.3. 02/12/2020 16:15:28.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2. 02/12/2020 19:22:06.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.2, bolusamountdelivered = 7.2. 02/12/2020 22:51:08.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.3, bolusamountdelivered = 3.3. 02/12/2020 23:12:54.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2.4, bolusamountdelivered = 2.4. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 12-feb-2020 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file on the event date. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 2. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a scratched case. Retainer ring damage (a cracked retainer) was confirmed. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Pump/bg meter communication anomaly was not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.